Event description:
The complainant reported that an impella rp pump was implanted in a patient for circulatory support. The complainant reported that a placement signal not reliable alarm occurred. The audio for the alarm was disabled. The implant was reported to be a successful bridge to a open heart transplant for the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product and data logs were returned for investigation. The cause of the optical signal issue was not determined since product and logs were not returned. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.